Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with approximately 110 ml of fluid within its bladder. Visual inspection showed no defects. Upon removal of the distal luer cap flow of fluid was observed from the device. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date - april 28, 2014 to april 29, 2014. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced a no flow. This was observed after connecting the device to the patient. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.